Event description:
While inserting the insertion device for 1 of these arthrex anchors, it was noticed upon removal of the insertion device that the small prong at the tip of the insertion device which typically measures 2 to 3 mm had broken off.